Manufacturer narrative:
H10: h2: additional information: a1. H3, h6: the reported device was received for evaluation. A visual inspection of returned device found outer tube, distal tip and laser welding damage, the needle welded seam cracked, the distal tip fiber was damaged, there were broken lenses in optical system, the distal cover glass/negative was damaged, cracked/scratched. Rust, discoloration and paint missing in engraving were also found. Complaint confirmed for lens fractured. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the scope was not functionally, the external lens was fractured. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.